Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: several parts of the uss-ii polyaxial system were returned for investigation due to clicking sound during use or even due to the breakage of some clamping rings of the uss-ii polyaxial 3d-heads. Due to the high complexity of the incident, the investigations had to be split among several complaints:(B)(4). The present complaint captures the intra-operative event of 'clicking sound'. The exact lot numbers could not be allocated. Per guidance provided in work instruction, all complaints shall be reviewed, evaluated, and investigated, unless such investigation has already been performed or is in-process in a similar complaint. Therefore the investigation of the returned parts will be documented within (B)(4). Device was not returned. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procodes: mni, mnh, kwp and kwq. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that initially, the patient had implantation on an unknown date. On (B)(6) 2019, the patient underwent first revision surgery due to an adjacent level problem. An existing universal spine system poly construct (3 level) was prolonged (2 level) to achieve spinal fusion. During revision surgery, all unknown screw heads from the existing construct were removed. Three (3) unknown screws were replaced with an 8mm screws and four (4) additional 7.0mm screws were implanted to prolonged the construct. An unknown rod was inserted with the use of the rod crimping pliers and uss ii polyaxial rod introduction pliers. There was no issue while inserting the new rod into the 5 level construct. Final tightening of the screw heads was started at the right side of the construct with socket wrench t handle and socket wrench l handle which is the common practice of the surgeon over the last years. After finishing the right side, the left side was the final tightening. After this maneuver, a metallic click was heard. It was found, that one of the middle heads on the left side could still slide on the rod and therefore this head was tightened again. It was assumed that the metal click came from the movement between the rod and the not yet firmly tightened screw head. After tightening, no such sound was heard anymore. The sound may have been the breaking of a screw head at that time already, but it was not realized as such. Furthermore, the surgeon did not know for sure if the sound came from the middle screw head, it might as well came from another part. Procedure was completed successfully with the surgical delay of 120 minutes. This (B)(4) captures the intraoperative event during revision on (B)(6) 2019 that involved three devices that had a metallic click sound while (B)(4) captures the postoperative events where in three (3) unknown screws were replaced with 8mm screws and unknown collars and nuts were implanted to prolong the construct. Concomitant devices reported: socket wrench (part#388.584, lot#1485395, quantity#1); remobilization tool for uss polyaxial (part#03.603.108, lot#8830014, quantity#1); remobilization tool for uss polyaxial (part#03.603.108, lot#3179617, quantity#1); internal counter torque with t-handle (part#388.143, lot#3419211, quantity#1); uss-ii polyax position pliers (part#03.607.004, lot#1694845, quantity#1); uss-ii polyax position pliers (part#03.607.004, lot#1474662, quantity#1); torque limiting handle (part # 03.602.042, lot #7296830-02, quantity of 1. This report is for one (1) ti polyaxial head for uss polyaxial. This is report 1 of 2 for (B)(4).